Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy plus pump was overinfusing. No adverse effects reported.

Event description:
Additional information indicated that it's unknow if there was any patient involvement.